Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was in use with patient for infusion of cefazolin. Reporter stated the device leaked after 6 hours of use. No adverse effects reported.

Manufacturer narrative:
One cadd admin set was returned for analysis. Visual inspection performed and product found to be in good condition and within specifications. Customer's complaint of spike comes loose from the bag and causes leaking was not verified. Service reviewed the product and the unit was within all specifications and no abnormalities the problem source is unknown. The quality engineer notified production of the customer complaint on (B)(6) 2018.